Manufacturer narrative:
The lens is not available for evaluation. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No similar events have been reported for this lot number. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
Additional information has been received for this event. The patient developed z syndrome in both eyes. Report 2 of 2 - left eye. The patient experienced z-syndrome of the left eye approximately six weeks post implant. Asymmetric vaulting was observed. The patient reported blurry vision. Attempted iol repositioning was unsuccessful, as they were unable to safely rotate the lens, so the iol was explanted and exchanged for a lens of a different model and the same diopter. The patient now has cme (cystoid macular edema) post iol exchange. The patient's current condition is fair. The patient will likely need yag, may need lasik. The patient may need ppv (pars plana vitrectomy) if vmt (vitreomacular traction) does not resolve. In the surgeon's opinion, the likely cause of the event is contraction of the capsular bag.